Event description:
As a result of an FDA audit observation received january 20, 1999, this file was re-reviewed and determined to be MDR reportable. Bowel obstruction: the 42-year-old male patient received seprafilm applied under the medline following an exploratory laparotomy on may 20, 1998. Approximately one week later the patient developed a wound infection (gram negative rods & alpha streptococci) which was opened and drained on may 26, 1998. The patient subsequently had an emergency operation for bowel obstruction. The patient was also on coumadin. The reporting physician assessed the event as possibly related to seprafilm. The package insert for seprafilm states that in abdominal clinical trials 10% of the control patients and 9% of the seprafilm patients experienced small bowel obstruction.